Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 70 mm. It was noted that the proximal silastic tubing was damaged and the shaft was damaged from where the deployment suture thread had exited from the side port area. This type of damage is consistent with excessive tensile force having been applied to the deployment thread during deployment. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent. The deployment suture broke at approximately 2250 mm proximal to the distal end of the suture. Dried blood was present on the stent, stent cover and also on the shaft of the device. No issues were noted with the deployed stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had bronchial cancer which subsequently caused a fistula between the patient's esophagus and trachea. The stent was intended to be used to seal the fistula. During the procedure, the physician placed a non-bsc stiff guidewire through the endoscope into the stomach. The endoscope was removed, and xylocaine (2%) was applied to the stent suture. The physician advanced the stent delivery system over the guidewire, to the target site. The nurse started to deploy the stent; however, it was reported to be ''stronger than normal'' to retract the suture. The nurse added more force, and the deployment suture broke. The stent was only able to be half deployed. The partially deployed stent was removed from the patient, and the procedure was successfully completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient had bronchial cancer which subsequently caused a fistula between the patient's esophagus and trachea. The stent was intended to be used to seal the fistula. During the procedure, the physician placed a non-bsc stiff guidewire through the endoscope into the stomach. The endoscope was removed, and xylocaine (2%) was applied to the stent suture. The physician advanced the stent delivery system over the guidewire, to the target site. The nurse started to deploy the stent; however, it was reported to be "stronger than normal" to retract the suture. The nurse added more force, and the deployment suture broke. The stent was only able to be half deployed. The partially deployed stent was removed from the patient, and the procedure was successfully completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Reported issue of stent partially deployed. Reported issue of stent deployment suture broke the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.